Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation as it remained implanted. The complaint for valve stenosis was confirmed based on medical record/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately six years and five months post implant of a 23mm sapien 3 valve in aortic position, the valve had restenosis with gradient 79mmhg. Patient was symptomatic with syncope and cardiac decompensation as symptoms. A valve in valve procedure was performed with 23mm non-edwards valve by transfemoral approach." Additionally, it was noted that patient had history of hyperlipidemia and diabetes per medical record. These are known factors that may increase the risk for valve calcification. Tissue calcification can lead to stenosis and increased gradients. As such, available information suggests that patient factors (hyperlipidemia and diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates from germany, approximately six years and five months post implant of a 23mm sapien 3 valve in aortic position, the valve had restenosis with gradient 79mmhg. Patient was symptomatic with syncope and cardiac decompensation as symptoms. A valve in valve procedure was performed with 23mm non-edwards valve by transfemoral approach. The patient was in good condition post procedure.

Manufacturer narrative:
Investigation is ongoing.